Manufacturer narrative:
H10. No product samples, videos, or photographs were returned for investigation. The DHR for lot number 4991021 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. The reported complaint cannot be confirmed based on the information that has been provided.

Manufacturer narrative:
Medsun mandatory medwatch report (uf/importer report# (B)(4)) was also submitted for the same event. The device is expected to be returned for evaluation, but has not yet been received.

Event description:
A medsun mandatory medwatch report (uf/importer report# (B)(4)) was received which stated: "circle priming chemo and using spiros cap. As I was priming the tubing through the pump, pump started beeping partial occlusion and as I traced the tubing, noticed a small drip between the connection end of tubing and the spiros cap. Gauze applied to site and wet spot noted. An additional medsun mandatory medwatch report ((uf/importer report# (B)(4)) was received which stated: "s: busulfan was wasted and had to be remade due to leak on the unit. "B: nurse asked pharmacy to remake medication due to leak. I called nurse to clarify details. Sounds like after priming on the unit, medication was found to be leaking from the spiros (icumedical spinning sprios closed male luer red cap, lot 4991021). Pharmacy remade and send new bag to unit with a different spiros lot number. A: upon further investigation after speaking to nurse, its sounds like nurse did not out on a c clip while priming, which led to leak out of spiros. Nurse said that she was told it was optional to have c clip. R: not sure if there was previous communication regarding not needing c clip,but there needs to be further nursing education now regarding circle priming and c clips.". There was patient involvement, however, there was no adverse outcome reported as a consequence of this event. This event occurred on an unspecified date.